Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's mother reported via phone call that the buttons were not responding. The device was not exposed to moisture. Blood glucose value was 3.2 mmol/l. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to flattened act, esc, and up arrow buttons. The keypad connector was inspected and was locked properly on the lcd board. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.